Event description:
In 1996, pt underwent right total hip replacement. Following, in 1997, pt complained of pain and x-rays revealed the stem had debonded. Subsequently, in 1998, pt underwent revision of the stem where the stem was found to have debonded with notable loosening.